Manufacturer narrative:
Correction: (b5) describe event or problem - correction to information previously reported. (F10) device code corrected from break to material deformation.

Event description:
It was reported that shaft break occurred. The 91% stenosed, 3.5mmx10-13mm target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. After pre-dilation was performed with a balloon catheter, a 3.50 x 12 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent delivery shaft was fractured. The device was completely removed and simply pulled out without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, it was further reported that shaft was kinked and it did not break as what was previously reported.

Event description:
It was reported that shaft break occurred. The 91% stenosed, 3.5mmx10-13mm target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. After pre-dilation was performed with a balloon catheter, a 3.50 x 12 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent delivery shaft was fractured. The device was completely removed and simply pulled out without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 91% stenosed, 3.5mmx10-13mm target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. After pre-dilation was performed with a balloon catheter, a 3.50 x 12 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent delivery shaft was fractured. The device was completely removed and simply pulled out without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, it was further reported that shaft was kinked and it did not break as what was previously reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted from crimped stent position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 103cm from distal end of strain relief as well as hypotube break within the strain relief - 2cm proximal of the distal end of the strain relief. No manifold was returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.